Manufacturer narrative:
Device code a150205 captures the reportable event of a device difficult to advance.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system device was used in a procedure. The blue sheath of the prosthesis on the ureter did not pass and retracted which most likely suggests that there was a difficulty in advancing. No additional information was reported.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system device was used in a procedure. The blue sheath of the prosthesis on the ureter did not pass and retracted which most likely suggests that there was a difficulty in advancing. No additional information was reported. Additional information was received on november 26, 2024. It was confirmed that the physician had difficulty removing the dilator leg from the mesh assembly. The procedure was completed using another of the same device and there were no patient complications reported.

Manufacturer narrative:
Blocks a3a, b5, d4 (lot number), d4 (expiration date), e1 (initial reporter title), e1 (initial reporter first name). E1 (initial reporter last name), e1 (initial reporter phone), e1 (initial reporter email), e1 (initial reporter fax), e3 (occupation), h2, h6 (impact codes), h6 (device codes), and h11 have been updated based on the additional information received on 26nov2024. Block h6: device code a150207 captures the reportable event of a device difficult to removed.